Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an 24 mm amplatzer septal occluder was selected for a procedure and the device was prepped as per IFU. The device was inserted into 12f torqvue delivery system. When the left disk was uncovered in left atrial, the device formed into a cobra shape. The physician recaptured the device and redeployed with the similar results. The occluder was removed from the body and prepped with traction on the distal pin. The occluder was introduced into the patient and the left disk again formed cobra shape. The procedure ended by using a different device. There was no clinically significant delay in the procedure. The patient remained stable through out and post procedure.